Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise on image, white residue on channel, a root cause could not be identified. Based on the results of the investigation, the most probable cause of the b30 scope communication error and noise on the image was a cracked plug unit, and additionally, the cause of the white residue on the channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibit a b30 communication error during inspection for use. There was no patient involvement.